Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a coronary vessel. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, significant resistance was encountered while removing the stent protector. The stet protector was eventually removed and the device was advanced to treat the lesion under fluoroscopy. Upon attempt to deploy the stent, it was noted that the stent was not mounted on the balloon of the stent delivery system. The device was removed and it was noted that the mounted stent displaced to the proximal end of the balloon of the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts distorted, stretched, bunched and lifted from the stent profile. The product stent protector was returned for analysis with the device and the inner diameter was measured to be within specification. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was evident inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner found severe kinks at 27mm and at 45mm distal from the port entry site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a coronary vessel. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, significant resistance was encountered while removing the stent protector. The stet protector was eventually removed and the device was advanced to treat the lesion under fluoroscopy. Upon attempt to deploy the stent, it was noted that the stent was not mounted on the balloon of the stent delivery system. The device was removed and it was noted that the mounted stent displaced to the proximal end of the balloon of the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.